Event description:
Ambient super turbovac 90 3.75mm 90deg suction ifs (ref#asha4250-01, lot#2145120, exp. Date 2027-04-08) very end of metal piece breaks off while being used during arthroscopy surgery. The metal piece was retrieved by the doctor from the patient and placed in specimen container. Supply given to the management. Wand, ablation, 90 degree angle, plasma, 3.75 mm shaft, quantum 2 system, 7-9 coblation setting, 5.25 mm tip, radiofrequency, ambient super turbovac 90, coblation, integrated finger switches.